Event description:
It was reported that the pump's "no disposable detected" alarm got triggered after starting infusion. No clinical consequences observed.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. It was received intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of high pressure alarm. To further investigate, functional test was performed. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump alarming when running or alarming without displaying a message. The pump passed all tests and was found to be operating properly. No further action will be taken.